Manufacturer narrative:
H6 medical device problem code a23 was inadvertently omitted on the initial manufacturer device report number.

Manufacturer narrative:
No product was returned for evaluation. The cause of the major bleeding was not determined due to insufficient clinical details.

Event description:
The user facility reported that overall st-elevation myocardial infarction volume has decreased slightly, while impella cp use in ami-cs patients has been limited due to concerns about groin bleeding complications. The loss of a vascular surgeon who previously assisted with post-impella vascular interventions has contributed to a higher threshold for device use in select patients. Mitigation strategies, including leaving peel-away sheaths in place and using best-practice sheath repositioning and side-close techniques with perclose, have been helpful but have not fully resolved bleeding concerns.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.